Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 27-mar-2017: quality safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced abdominal pains, pelvic inflammation and hemorrhages (seen as genital bleeding). Essure removal will be done. The events are regarded as anticipated according to the reference safety information for essure. During essure therapy, abdominal pain and genital bleeding may occur. Based on their nature, causality with essure cannot be excluded. Regarding pelvic inflammation (seen as pelvic inflammatory disease). While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. In this particular case, consumer experienced pelvic inflammation during essure's use. Considering essure's localization in fallopian tubes, causality cannot be excluded. This case was regarded as incident because device removal will be required. Additionally, non-serious events were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / chronic pain"), device dislocation ("one of essure devices was not found during removal"), uterine perforation ("uterine perforation"), pelvic inflammatory disease ("pelvic inflammation"), device breakage ("some essure fragments remained in the uterus"), genital haemorrhage ("hemorrhages") and metallosis of globe ("metallosis") in an adult female patient who had essure (batch no. B86136) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine myoma, thyroid cancer in 2012, epigastric hernia and epigastric herniorrhaphy. Concurrent conditions included fibroadenoma and large intestine polyp. Concomitant products included citalopram since 2007 and lorazepam (orfidal) since 2007 for depression as well as calcitriol (rocaltrol) since 2012, calcium since 2012, folic acid, iron, levothyroxine (eutirox) since 2000 and trazodone hydrochloride (deprax). On (B)(6)2015, the patient had essure inserted. In may 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), metallosis of globe (seriousness criterion medically significant), the first episode of adverse event ("aesthetics damages"), coital bleeding ("bleeding during sexual intercourse"), menorrhagia ("abundant bleeding between spotting/menstrual bleeding the whole month"), the first episode of back pain ("very strong lumbar pains"), the first episode of abdominal pain ("abdominal pains"), pain ("stinging"), fatigue ("extreme tiredness / she is tired"), anaemia ("anemia"), the first episode of hidradenitis ("immune disease (hydrosadenitis)"), fracture ("her joints are shattered"), the second episode of adverse event ("endless problems with essure (adverse events nos)"), the first episode of uterine leiomyoma ("myoma"), menstruation irregular ("irregular menstrual bleedings"), dyspareunia ("pain during sexual intercourse"), the second episode of abdominal pain ("belly pain"), the second episode of back pain ("pain on back (particularly on waist)"), pain in extremity ("pain on legs"), pruritus generalised ("generalized itching"), polyarthritis ("inflamed joints"), lactose intolerance ("lactose intolerance"), arthralgia ("joints pain"), headache ("headaches"), feeling abnormal ("she feels very bad"), swelling ("swelling"), allergy to metals ("allergic reaction to nickel"), metrorrhagia ("metrorrhagia"), irritable bowel syndrome ("irritable bowel"), the second episode of hidradenitis ("hidradenitis"), fibromyalgia ("fibromyalgia"), osteitis ("trochanteritis"), epicondylitis ("epicondylitis"), premature menopause ("early menopause"), osteoarthritis ("arthrosis of the jaw with dental losses"), tooth disorder ("arthrosis of the jaw with dental losses"), the second episode of uterine leiomyoma ("uterine"), polycystic ovaries ("ovarian cysts"), fibroadenoma of breast ("fibroadenomas on chest"), insomnia ("insomnia") and sexual dysfunction ("impairment of sexual intercourse"). The patient was treated with progesterone, tranexamic acid, surgery (surgery on (B)(6)2017 bilateral salpingectomy to remove essure), surgery (second procedure, a total hysterectomy on (B)(6)2018.). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, device dislocation, pelvic inflammatory disease, genital haemorrhage, coital bleeding, menorrhagia, pain, fatigue, anaemia, fracture, menstruation irregular, dyspareunia, the last episode of abdominal pain, the last episode of back pain, pain in extremity, pruritus generalised, lactose intolerance, arthralgia, headache and feeling abnormal had not resolved and the uterine perforation, device breakage, metallosis of globe, the last episode of adverse event, polyarthritis, swelling, allergy to metals, metrorrhagia, irritable bowel syndrome, the last episode of hidradenitis, fibromyalgia, osteitis, epicondylitis, premature menopause, osteoarthritis, tooth disorder, the last episode of uterine leiomyoma, polycystic ovaries, fibroadenoma of breast, insomnia and sexual dysfunction outcome was unknown. The reporter considered allergy to metals, anaemia, arthralgia, coital bleeding, device breakage, device dislocation, dyspareunia, epicondylitis, fatigue, feeling abnormal, fibroadenoma of breast, fibromyalgia, fracture, genital haemorrhage, headache, insomnia, irritable bowel syndrome, lactose intolerance, menorrhagia, menstruation irregular, metallosis of globe, metrorrhagia, osteitis, osteoarthritis, pain, pain in extremity, pelvic inflammatory disease, pelvic pain, polyarthritis, polycystic ovaries, premature menopause, pruritus generalised, sexual dysfunction, swelling, tooth disorder, uterine perforation, the first episode of abdominal pain, the first episode of adverse event, the first episode of back pain, the first episode of hidradenitis, the first episode of uterine leiomyoma, the second episode of abdominal pain, the second episode of adverse event, the second episode of back pain, the second episode of hidradenitis and the second episode of uterine leiomyoma to be related to essure. The reporter commented: during follow up, patient commented that all events started a few later that essure was inserted. The patient had a surgery on (B)(6)2017 bilateral salpingectomy to remove the permanent device but some fragments remained in the uterus, this situation forced her to have a second procedure, a total hysterectomy on (B)(6)2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Duodenal biopsy performed on unspecified date in order to discard celiac disease, results are still not available. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6)2018 for the following meddra preferred terms: 1. Pelvic pain: the analysis in the global safety database revealed 11475 cases. 2. Device dislocation: the analysis in the global safety database revealed 3540 cases. 3. Uterine perforation: the analysis in the global safety database revealed 1349 cases. 4. Pelvic inflammatory disease: the analysis in the global safety database revealed 232 cases. 5. Device breakage: the analysis in the global safety database revealed 2565 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on (B)(6)2018: events added. Disability criteria added. A second removal procedure added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain / chronic pain"), device dislocation ("one of essure devices was not found during removal"), genital haemorrhage ("hemorrhages") and pelvic inflammatory disease ("pelvic inflammation") in an adult female patient who had essure (batch no. B86136) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine myoma, thyroid cancer in 2012, epigastric hernia and epigastric herniorrhaphy. Concurrent conditions included fibroadenoma and large intestine polyp. Concomitant products included citalopram in 2007 and lorazepam (orfidal) in 2007 for depression as well as calcitriol (rocaltrol) in 2012, calcium in 2012, folic acid, iron, levothyroxine (eutirox) in 2000 and trazodone hydrochloride (deprax). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), coital bleeding ("bleeding during sexual intercourse"), menorrhagia ("abundant bleeding between spotting/menstrual bleeding the whole month"), the first episode of back pain ("very strong lumbar pains"), the first episode of abdominal pain ("abdominal pains"), pain ("stinging"), fatigue ("extreme tiredness / she is tired"), anaemia ("anemia"), hidradenitis ("immune disease (hydrosadenitis)"), fracture ("her joints are shattered"), adverse event ("endless problems with essure (adverse events nos)"), uterine leiomyoma ("myoma"), menstruation irregular ("irregular menstrual bleedings"), dyspareunia ("pain during sexual intercourse"), the second episode of abdominal pain ("belly pain"), the second episode of back pain ("pain on back (particularly on waist)"), pain in extremity ("pain on legs"), pruritus generalised ("generalized itching"), polyarthritis ("inflamed joints"), lactose intolerance ("lactose intolerance"), arthralgia ("joints pain"), headache ("headaches") and feeling abnormal ("she feels very bad"). The patient was treated with progesterone, tranexamic acid and surgery (essure and both fallopian tubes removed in (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, pelvic inflammatory disease, coital bleeding, menorrhagia, pain, fatigue, anaemia, hidradenitis, fracture, uterine leiomyoma, menstruation irregular, dyspareunia, the last episode of abdominal pain, the last episode of back pain, pain in extremity, pruritus generalised, lactose intolerance, arthralgia, headache and feeling abnormal had not resolved and the adverse event outcome was unknown. The reporter considered adverse event, anaemia, arthralgia, coital bleeding, device dislocation, dyspareunia, fatigue, feeling abnormal, fracture, genital haemorrhage, headache, hidradenitis, lactose intolerance, menorrhagia, menstruation irregular, pain, pain in extremity, pelvic inflammatory disease, pelvic pain, polyarthritis, pruritus generalised, uterine leiomyoma, the first episode of abdominal pain, the first episode of back pain, the second episode of abdominal pain and the second episode of back pain to be related to essure. The reporter commented: during follow up, patient commented that all events started a few later that essure was inserted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Duodenal biopsy performed on unspecified date in order to discard celiac disease, results are still not available. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-may-2017 for the following meddra preferred term: pelvic pain- the analysis in the global safety database revealed 2786 cases. Pelvic inflammatory disease- the analysis in the global safety database revealed 55 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on (B)(6) 2017: essure stop date and event added. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain / chronic pain"), genital haemorrhage ("hemorrhages") and pelvic inflammatory disease ("pelvic inflammation") in an adult female patient who received essure (batch no. B86136). The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine myoma, thyroid cancer, epigastric hernia and abdominal operation. Concurrent conditions included fibroadenoma and large intestine polyp. Concomitant products included levothyroxine (eutirox), calcium, calcitriol (rocaltrol), citalopram for depression, lorazepam (orfidal) for depression, folic acid, iron and trazodone hydrochloride (deprax). On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and clinically significant/intervention required), coital bleeding ("bleeding during sexual intercourse"), menorrhagia ("abundant bleeding between spotting/menstrual bleeding the whole month"), the first episode of back pain ("very strong lumbar pains"), the first episode of abdominal pain ("abdominal pains"), pain ("stinging"), fatigue ("extreme tiredness"), anaemia ("anemia"), hidradenitis ("immune disease (hydrosadenitis)"), fracture ("her joints are shattered"), adverse event ("endless problems with essure (adverse events nos)"), uterine leiomyoma ("myoma"), menstruation irregular ("irregular menstrual bleedings"), dyspareunia ("pain during sexual intercourse"), the second episode of abdominal pain ("belly pain"), the second episode of back pain ("pain on back (particularly on waist)"), pain in extremity ("pain on legs"), pruritus generalised ("generalized itching"), polyarthritis ("inflamed joints"), lactose intolerance ("lactose intolerance"), arthralgia ("joints pain"), headache ("headaches") and feeling abnormal ("she feels very bad"). The patient was treated with progesterone, tranexamic acid and surgery (essure removal will be done). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, genital haemorrhage, pelvic inflammatory disease, coital bleeding, menorrhagia, first episode of back pain, first episode of abdominal pain, pain, fatigue, anaemia, hidradenitis, fracture, uterine leiomyoma, menstruation irregular, dyspareunia, second episode of abdominal pain, second episode of back pain, pain in extremity, pruritus generalised, lactose intolerance, arthralgia, headache and feeling abnormal had not resolved and the adverse event outcome was unknown and the polyarthritis outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, pelvic inflammatory disease, coital bleeding, menorrhagia, the first episode of back pain, the first episode of abdominal pain, pain, fatigue, anaemia, hidradenitis, fracture, adverse event, uterine leiomyoma, menstruation irregular, dyspareunia, the second episode of abdominal pain, the second episode of back pain, pain in extremity, pruritus generalised, polyarthritis, lactose intolerance, arthralgia, headache and feeling abnormal to be related to essure. The reporter commented: during follow up, patient commented that all events started a few later that essure was inserted. Diagnostic results: duodenal biopsy performed on unspecified date in order to discard celiac disease, results are still not available. Most recent follow-up information incorporated above includes: on 21-feb-2017: medical history was updated; treatment and concomitant drugs were added; lot number and date of essure placement were provided. New events were also added into case. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced abdominal pains, pelvic inflammation and hemorrhages (seen as genital bleeding). Essure removal will be done. The events are regarded as anticipated according to the reference safety information for essure. During essure therapy, abdominal pain and genital bleeding may occur. Based on their nature, causality with essure cannot be excluded. Regarding pelvic inflammation (seen as pelvic inflammatory disease). While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. In this particular case, consumer experienced pelvic inflammation during essure's use. Considering essure's localization in fallopian tubes, causality cannot be excluded. This case was regarded as incident because device removal will be required. Additionally, non-serious events were reported. The product technical analysis is being sought.